Event description:
The customer reported a 10 second lag on the ECG curves and nibp (non-invasive blood pressure) in the exam room and the control room and with all measurements. The device was in use on a patient. There was no report of patient or user harm.